Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 26 mg/dl at the time of the incident. The customer was given a glucagon shot to treat. The customer experienced symptoms such as inability to follow commands, shaking, sweating, anxiety, mental confusion, loss of consciousness, and fatigue. The customer was wearing the insulin pump during the incident. The customer was alleging over delivery. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08800 inches. Device received with minor scratched lcd window and scratched reservoir tube window. (B)(4).